Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 26-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026, information was received from an healthcare provider (hcp), via a manufacturer representative (rep), regarding a patient receiving lioresal (500 mcg/ml, 241.32 mcg/day) via an implantable pump. It was reported that the patient was getting fluid in the pump pocket during refill, "suggesting that the catheter may have been leaking at the sutureless connector site". The hcp reported seeing a "crack" in the sutureless connector. The environmental, external, patient factors that may have led or contributed to the issue were unknown. The diagnostics / troubleshooting performed were unknown. The hcp cut the pump segment out and the catheter was replaced with a new pump segment (surgical intervention). It was noted that there was also suspicion that "possibly the refill septum may have been leaking". The hcp asked that the refill septum be evaluated for a leak. The issue was resolved at the time of this report.